Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, during the deployment and recapture of a leadless implantable pulse generator (mav2 device) in the right ventricle, several issues arose. The invasive arterial line blood pressure dropped to 50/30, and there was no capture at 2.5v during testing, despite confirmation of 2-3 tines caught via a tug-test. A perforation of the right ventricule occurred, leading to the initiation of pericardiocentesis and extracorporeal membrane oxygenation, which did not resolve the situation. A code was called due to the patient's condition, and open-heart repair surgery was required for the perforated right ventricle. The patient was described as "very sick" in the cardiothoracic intensive care unit post-surgery and passed away several days after the event.